Event description:
Customer reported via phone call that insulin pump got wet. Customer reported that when attempting to suspend pump, it began to scroll down. Customer's blood glucose was 57 mg/dl.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. No scrolling numbers anomaly noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.